Manufacturer narrative:
Additional product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for distal humerus fracture with a dorsolateral plate with lateral support. After the surgery, on (B)(6) it was found that the locking screw inserted into the support part of the plate broke. The locking screw in question was broken at the part close to the plate, and the head of the locking screw seems to remain on the plate. A revision procedure occurred on (B)(6) 2021. The screw was broken with the screw head remained in the support part of the plate. The other screws were not broken. It was noted the patient¿s bone status was bad and likely the support part of the plate overloaded, causing the breakage of the screw. This report is for a locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 04.211.042s, lot # 7l22117, release to warehouse date: 20 aug 2020, expiration date: 01 aug 2030, supplier: (B)(4). Manufacturing location: monument, manufacturing date: 20-jul-2020, part number: 04.211.042, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 42mm, lot number: 63p6642 (non-sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.042.999, 2.8mm ti screw blank 42mm 02.7 variable angle w/sd8 lot number: 51p9339 lot quantity: (B)(4). Four pieces were scrapped in cell at op #10, turn head and point. For a tooling set-up failure. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, in-process dimensional met all inspection acceptance criteria. Part number: 04.210.160.999, 2.8mm ti screw blank 60mm no head turn/no point w/sd8 lot number: 23p8604 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, header inspect met all inspection acceptance criteria. Part number: 23032, tialnbci2.78 lot number: h731279 lot quantity: (B)(4). Certified test report was reviewed and determined to be conforming. Lot summary report dated 06-sep-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va lockscr ø2.7 head 2.4 self-tap l42 ta was broken into 2 pieces the broken piece was stuck in the plate. The screw and a concomitant plate were received after decontamination in steam autoclave. All testing and analysis was performed non-destructively. The head of the screw had fractured off at the depth of the stardrive and was lodged within a screw hole of the plate. Due to the size of the plate, only light microscopy could be performed on the fracture surface of screw head. Scanning electron microscopy was also performed on the fracture surface of the screw shaft. Beach marks, typical of fatigue, were seen on the screw head fracture. A least one initiation site was present at the inner edge of the ¿tabs¿ between the spokes of the stardrive. With only light microscopy, it was not possible to determine the extent of the cracking through fatigue vs. Overload. The fracture surfaces, and the surrounding material, on the screw shaft were badly damaged. A large secondary crack was observed near the fracture surface. Within the crack, beach marks can be seen, further indicating fatigue. Due to the extensive damage of the fracture surfaces, the specific cause of the fracture cannot be determined. However, based on the above observations, it was likely due to fatigue. There was no evidence of inclusions or other material defects that would have contributed to crack initiation or propagation. The dimensional inspection was not performed due to the post-manufacturing damage. The observed condition of the va lockscr ø2.7 head 2.4 self-tap l42 ta in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the va lockscr ø2.7 head 2.4 self-tap l42 ta. While no definitive root cause could be determined, it is probable that the va lockscr ø2.7 head 2.4 self-tap l42 ta was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: 2.7mm variable angle locking screw self-tapping, star drive recess. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.